Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "false upstream" alarms which were reproduced. Review of the data available through the biomed options also confirmed the alarms are caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had a "false upstream occlusion" alarm. There was no pt involvement.